Event description:
It was reported that the device got hot during a procedure and burned the patients lip at the user facility. The doctor debrided the blistered skin and applied double antibiotic ointment to the lip and left open to air. The procedure was completed successfully without a surgical delay.